Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that this morning when the patient woke up they could tell the ins stopped working stating "I always cough to see how powerful it is, but it wasn't on." The patient said "it's very noticeable that [stimulation] is not on." The patient stated they went to use the controller to turn the therapy on, but the controller would not unlock. The patient reset the controller, attempted using aa batteries, and during call, kept the battery out and plugged the controller directly into the power cord, but the screen was not responding to the patient's touch. The patient said when the top button was pressed, the controller showed options to turn stimulation on/off/lock controller but the patient could not make selection. The patient confirmed the controller screen was not responding to touch. A replacement controller was sent to the patient. No further complications were reported/anticipated.